Event description:
It was reported that the device had unexpected longevity due to high right ventricular (rv) lead output. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 5076 implanted: 2012 (B)(6); product ID 4296 implanted 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: product ID# 6947m62; a proximal portion was received measuring 8 cm. Analysis was performed and no anomalies were found.